Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on (B)(6) 2023. During the procedure, the physician placed the clip post-polypectomy, and he called for the clip to be deployed. The clip closed as expected, but they had difficulty separating it from the catheter. The clip eventually came free after manipulating the clip catheter, scope, and scope position. The physicians and nurses at this institution are very experienced with resolution clips. The physician did not report being in a difficult position or difficult anatomy when deploying the clip. The procedure was completed at this time. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of a clip difficult to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on (B)(6), 2023. During the procedure, the physician placed the clip post-polypectomy, and he called for the clip to be deployed. The clip closed as expected, but they had difficulty separating it from the catheter. The clip eventually came free after manipulating the clip catheter, scope, and scope position. The physicians and nurses at this institution are very experienced with resolution clips. The physician did not report being in a difficult position or difficult anatomy when deploying the clip. The procedure was completed at this time. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code: a15 captures the reportable event of a clip difficult to release from the catheter. Block h10: investigation results: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached and with evidence of premature deployment. A microscopic examination was performed, and it was found that the device had evidence of premature deployment and the yoke returned with a piece of the tension breaker. A dimensional examination was performed, and the hooks of the bushing were measured and within specification. No other problems with the device were noted. The reported event of a clip difficult to release from the catheter was not confirmed. The device returned without the clip assembly and with evidence of premature deployment. It is important to mention that the presence of this component is very important to the investigation, because the event reported is directly related to this piece, and to get a clarification of which could be the reason for the problem faced by the physician, this component must be inspected. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification. Excluding the possibility that the components dimension interfered with the device's performance. Therefore, the most probable root cause is cause not established.